Event description:
It was reported that a malfunction occurred with the pump, specifically identified as malfunction 12. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to the customer to reset the pump, successfully resolving the issue without recurrence, and advised the customer to continue using the pump and to call back if any malfunction recurred.